Event description:
Customer alleges he was pulling off his vehicle lift in reverse and the scooter didn't stop causing him to roll into a ditch.

Event description:
Customer alleges he was pulling off his vehicle lift in reverse and the scooter didn't stop causing him to roll into a ditch.

Manufacturer narrative:
The device was received for evaluation. The brake was removed and showed no evidence of being faulty and functioned normally. The nature of the complaint is unknown.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued if more information or the device become available.